Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose levels was 400 mg/dl and 39 mg/dl. Customer¿s other blood glucose level went down to 40 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level. Customer was treated with manual injection, insulin pump and food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose event. Customer did not alleging insulin pump was under delivering and over delivering. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose level and low blood glucose level. The device will not be returned for analysis.